Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device required; however, the quote was rejected, and the record was closed with no further actions performed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from a service engineer, reporting that the v60 ventilator had a blower that was inoperable. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that the event log was reviewed, and the device displayed error codes 1122 ((cbit) check vent: blower temperature high), and 1002 ((cbit) vent-inop: blower temperature too high). An order for blower assembly replacement was created. Investigation ongoing.